Event description:
It was reported that customer experienced low blood glucose (bg) level of 42 mg/dl, and cause of low was unknown. Reportedly a nurse provided the customer with carbohydrates and assisted with helping the customer to consume them to address decreased bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.